Event description:
A surgeon reported that during cataract surgery a handpiece got overheated and they had to replace it. Surgeon reported it was too warm to keep it in his hand and handpiece was replaced to finish surgery. Surgery was completed without complications and there was no patient harm. Additional information has been requested but not received to date. This is one of two reports being filled for the same facility. This file is for the second surgery.

Manufacturer narrative:
Additional information: evaluation summary: no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The phaco handpiece was returned for evaluation. The product met specifications at the time of release. A visual assessment of the returned sample revealed no visual nonconformities. The ground resistance of the handpiece was checked and the resistance was within specifications. The handpiece was then primed and tuned on a calibrated console, and it passed. An attempt was made to run the handpiece at 100% u/s and torsional power for 5 minutes; however, the handpiece initially would only reach 86% power. The footswitch treadle was depressed to activate the handpiece several more times. A system message displayed intermittently. Additionally, the handpiece power varied mainly between 85% and 98%, occasionally reaching 100%. The handpiece became warm during this period, so the initial temperature was read and found to be 75.5 degrees fahrenheit. After one minute of running the handpiece, the temperature was 83 degrees fahrenheit. Although the temperature elevated, the final temperature was within specifications. Next, tuning was attempted on the dynamic tuning fixture (dtf), but the handpiece failed tuning. Finally, the handpiece was opened up for inspection. Water ingress was found on and under the kapton tape wrapped around the electrodes. The root cause of the reported event can be attributed to moisture ingress. (B)(4).

Manufacturer narrative:
A sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).